Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the cartridge's o-ring and discovered that the cartridge had not been fully snapped into place. Once the customer corrected this and continued the cartridge load process, no further issues occurred.